Manufacturer narrative:
B3: bsc aware date used as event date is unknown.

Event description:
It was reported that dissection occurred. During use of a 14f isleeve introducer sheath for an unspecified procedure, the physician reported that the patient experienced an external iliac artery dissection. After removal of the 14f isleeve introducer sheath, the physician discovered the surface of the sheath to be damaged and torn.